Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Contact did not provide a bg value, and stated they knew why bg levels had become elevated. Contact declined to provide any additional information on the reported issue. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.